Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a pt, the device returned a "shock advised" determination for what appeared to be a non-shockable rhythm. Complainant indicated that the pt was asystolic when the clinician arrived, and the pt subsequently expired.